Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17740020l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system serial (b(4). Smartablate generator, serial #: unknown. Smartablate pump: serial #: unknown. Lasso catheter, us catalog #: d134901, lot #: 17740651l. Ez steer coronary sinus catheter, us catalog #: bd710sj82ct, lot #: 17751183m. Non-biosense webster, inc. - st. Jude medical brk transseptal needle. Non-biosense webster, inc - st. Jude medical sl0 8.5 french sheath. (B(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1000 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to manipulation of the catheter during ablation. It was noted that the ez steer coronary sinus catheter was inside the patient¿s body during transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. A st. Jude medical sl0 8.5 french sheath was used. Generator was set on power control mode at 25 watts with temperature cut-off of 43 degrees celsius. There is no information regarding other generator parameters or settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 250-300 seconds. There is no information regarding shaft proximity interference value. A thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. A thermocool® smart touch® sf uni-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/26/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter. During the ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1000 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).